Manufacturer narrative:
The event date of (B)(6) 2015 was chosen arbitrarily as it was reported that the patient had an mca bleed in 2015. No further information regarding the month or day of the event was provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that, on an unspecified day in 2015, the patient experienced a middle cerebral artery (mca) hemorrhage. A coil was placed for treatment. It was reported that the patient had no residual issues. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A direct correlation between the device and the reported brain hemorrhage could not be conclusively determined. The instructions for use lists bleeding and stroke as potential adverse events associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.